Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. A revision will occur on (B)(6) 2019. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. A revision will occur on (B)(6) 2019. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.